Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was replaced due to an issue with the damaged battery compartment. The next morning after discontinuing the use of the insulin pump, she woke up and did not have insulin to treat. She could not talk, vomited, had diarrhea, and her blood glucose level was very high. The customer went to the emergency room on (B)(6) 2017. Customer's blood glucose level was not reported. She had a diabetic ketoacidosis. The customer was off the insulin pump less than 48 hours prior to hospitalization. The device was not returned.